Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #2134265-2012-07719. It was reported that during a stenting treatment procedure, a guide wire became entrapped to a catheter. A 035/260 magic torque guidewire was selected for use with the 16x90/9fr uni plus wallstent. The wallstent was successfully deployed in an unspecified target lesion. Upon removal of the wallstent delivery system the inner tubing "over retracted" when the magic torque guidewire became entrapped with the wallstent delivery system. The devices were removed together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.